Manufacturer narrative:
The products were returned for further inspection with a fragment not returned. Visual inspection found it fractured on the posterior half of the condyles. The total height for the device was measured and found to be conforming to print specification. The device was manufactured in september of 2010 and had an approximate field life of six (6) years and two (2) months. The device history records and receiving inspection report were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. These devices are used for treatment. Due to the devices extended use in the field and the state they were returned for further inspection, it is considered the device fractured due to general wear from use.

Event description:
It was reported that during surgery the tibial provisional trial fractured. There were no complications or delays reported.